Manufacturer narrative:
(B)(4).

Event description:
It was reported the asymptomatic patient transmitted to clinic a merlin.net alert transmission with post-sensed t-wave oversensing on the ventricular channel. The oversensing was noted on a stored egm. Programming changes were recommended. The patient was stable.